Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post procedure.